Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 267 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, and occlusion tests. The device was unable to prime during prime test due to faulty force sensor resistor. No button error alarm noted. The device had intermittent button response due to moisture on keypad traces. The device had cracked lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, and stained address and or serial number label.